Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient since (B)(6) 2014 implant had been feeling fatigue, drowsy and sedated. The patient was also not getting good pain relief and the patient did not have headaches. The logs were normal. The hcp noted that since implant there had been fluid accumulation in the pocket. The day of the report the hcp aspirated 40ml¿s of serous fluid from the patient¿s pocket. The hcp sent the fluid for testing to check for presence of drug. A dye study was also attempted but the hcp was unable to easily aspirate. The hpc was only able to get a ¿couple of drops¿ back when aspirating. The hcp decided to inject only 0.2ml¿s through the cap but could not see the dye anywhere. The hcp was unsure if this was enough dye but did not want to proceed further. The hcp did decrease the dosage by 25%. Per the reporter they were awaiting pocket fluid results. The pump was used to deliver dilaudid. The patient outcome was not reported. Further follow-up is being conducted to obtain information. If additional information is obtained a follow-up report will be sent.